Manufacturer narrative:
The initial MDR 2432235-2016-00309 was filed on june 13, 2016. Additional information was received on 07/15/2016: a siemens headquarters support center (hsc) reviewed the data. The replacement of the bleach valve corrected the problem. The cause of the discordant, hepatitis b surface antigen confirmatory results was from bleach contamination. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The ccc dispatched a customer service engineer (cse) to the customer's site. The cse performed a total service visit. The cse then ran system diagnostics and checked calibration of probes. The cse then dispensed the aspiration tests. The cse ordered parts and had to return. The cse returned and replaced the aspiration and dispense tubing and repaired fitting. The cse then performed daily cleaning and ran quality control (qc). The results were within limits. The instrument was functioning properly upon departure. The cse stated they would follow-up the next day. The cse returned to the customer's site. The cse replaced the 3 way valve, ran system diagnostics and verified probe alignment. The cse then primed the system with fluids and was still experiencing contamination in the lines. The cse changed a valve and would follow-up with the customer. The cse returned to the customer's site. The cse replaced the second bleach valve, performed calibration and control successfully. The system was fully functional upon the cse's departure. The cause of the discordant, hbsag confirmatory result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
(B)(6) , not confirmed (B)(6) confirmatory results were obtained on one patient on an advia centaur instrument. The (B)(6) result was reported to the physician(s). An initial (B)(6) sample (sample ID: (B)(6)), drawn on (B)(6) 2016 and performed in a serum separator tube (sst), resulted (B)(6) for (B)(6). The customer then performed (B)(6) confirmatory tests, ran on (B)(6) 2016 and performed in ethylenediaminetetraacetic acid (edta) tubes, which resulted as not confirmed. The customer redrew the patient on (B)(6) 2016 and the sample was tested on (B)(6) 2016 (sample ID: (B)(6)). The (B)(6), tested in a sst, resulted (B)(6) on an alternate advia centaur instrument. The customer then performed (B)(6) confirmatory tests on the original advia centaur instrument, which resulted (B)(6). Edta samples from (B)(6) 2016 were tested again. The edta samples gave a confirmed (dilution 1:50) result and a not confirmed (dilution 1:2500) result. The customer then ran both the sst and edta tubes from the original sample drawn from (B)(6) 2016 on an alternate advia centaur instrument, all resulting as confirmed. A corrected report was provided to the physician. There are no known reports of patient intervention or adverse health consequences due to the (B)(6), confirmatory results.